Manufacturer narrative:
During a follow-up call with the customer on (B)(6) 2017, the customer confirmed that when the actual amount of insulin reached 75 units, the insulin gauge began to decrease as intended. Additionally, the customer loaded a new cartridge and has not encountered any further issues with a new cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with a full syringe (300 units) of insulin, and approximately 4 hours later, the insulin gauge displayed 75 units remaining in the cartridge. There was no reported impact to the customer's blood glucose level.